Manufacturer narrative:
The vyaire failure analysis laboratory received the suspect component for investigation. The reported "customer stated unit display went blank. During power up found display purple" problem could be duplicated and isolated to failing fluorescent lamp.

Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. A field service representative (fsr) went on-site the evaluate the suspect device. The fsr was unable to reproduce the blank screen and reported during power up, the display is purple. The fsr determined the most likely cause of the event is the front panel assembly. After replacing the front panel assembly, the issue was resolved. The fsr performed the operational verification procedure and reported the device meets manufacturer specification.

Event description:
The customer reported while using the vela ventilator; the screen is black and the vent continues to ventilate. The customer reported there is no patient involvement associated with the event.